Event description:
On (B)(6) 2013 it was reported that the vns patient was going to undergo generator explant due to an infection. The infection was reported to be related to vns surgery. The patient¿s identity was not provided. Additional information has been requested from the nurse but no further information has been provided.